Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the unit was "broken" and would not interrogate. Analysis did note that the cable was damaged (twisted) and that the upper case lens was loose. The cable and the upper case were replaced to resolve. (B)(4).

Event description:
It was reported that the radio-frequency (rf) head was broken and would not interrogate a device. The rf head was returned for repair. No patient complications have been reported as a result of this event.